Manufacturer narrative:
1:3 lots associated with report - attachment: [lot# 190123-59 return sample tensile test.pdf, lot# 190123-59 retain sample tensile test.pdf].

Event description:
It was reported polyglycolic acid suture breaking while tying knots. (Lot# 190123-59) the doctor has been contacted several times and is unwilling to provide details of the events. There is no indication of the patient experiencing an adverse event.